Event description:
It was reported that the right ventricular (rv) lead was exhibiting short ventricular intervals and the patient was experiencing chest pain. Soon after it was discovered that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.